Event description:
According to the reporter, the metal piece suction was broken off. No further details were provided.

Manufacturer narrative:
Post market vigilance (pmv), led an evaluation of one device. The event report alleges the product was not used in a surgical procedure. A visual inspection noted the spigot was broken off. Rust was visible around the broken area. Functional testing showed was satisfactory. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; there-fore, a device history record will not be performed. The complaint investigation has concluded that this unit has succumbed to normal wear and tear. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.